Event description:
Placement cvc - arrow 4 lumen 8.5fr (ref: ask-45854-pupm1; lot 66f23g0678) when the j-tip of the guidewire fracture during insertion into angiocath. A small sharp shard of the guidewire developed which pierced a glove. Guidewire appeared to be defective and should not fracture during routine insertion.